Event description:
It was reported that the scale was inaccurate by 500 pounds. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
(B)(4).